Manufacturer narrative:
This report is being filed to provide additional information. Root cause: root cause was determined to be due to a user error, where an expired kit was inadvertently used by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional product code: fmf. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 04/01/2017. The blood was processed and the bmac product was administered to the patient on (B)(6) 2017. Patient¿s age, gender, and weight are not available at this time. Patient outcome is not available at this time. The bmac set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the harvest disposable set was unavailable for return and investigation. The harvest disposable set contain multiple components that have various expiry dates. The outer set label contains the expiry date associated with the component that has the shortest expiry timeframe. Based on the information stated on the shipping slip, the use of an expired set was confirmed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient's age, gender, weight and outcome.